Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon ripped inside...had to stick fingers inside to pull it out [foreign body in reproductive tract]. Tampon ripped inside me [device breakage]. Had to stick fingers inside to pull tampon out [complication of device removal]. Consumer reported via social media that the tampon ripped inside of her. No serious injury was reported.